Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to low blood glucose. The customer's blood glucose was unknown at the time of hospitalization. The customer stated that the reservoir was showing the same amount of insulin as shown at the status screen. The customer also reported that they experienced high blood glucose of 420 mg/dl. The customer stated that the insulin pump was not working. The customer's blood glucose was 259 mg/dl at the time of call. The customer stated that they treated the high blood glucose with manual injection. The customer stated that the drive support cap appeared normal. The customer performed troubleshooting and did not find air bubbles, leaks and setting issues. The customer reported that they received no delivery alarm. The customer stated that the no delivery alarm was resolved by infusion set change. The insulin pump will not be returned for analysis.